Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was returned within a headway microcatheter. Visual, optical, photographic and microscopic examination of the subject device revealed a broken and stretched coil. The coil delivery wire had multiple kinks. A significant amount of blood was noted within the catheter and on the device. The reported friction is believed to be related to the presence of bodily fluids. From the information provided and the investigation results, it was concluded that the complaint was associated with a device which met all required specifications when released, yet performance was limited due to procedural factors/operational context, resulting in the reported event.

Event description:
It was reported that while advancing the coil through the microcatheter, resistance was experienced and the coil became stretched. The coil and microcatheter were removed together from the patient. After removal of the coil and microcatheter from the patient, the physician attempted to remove the coil from the microcatheter, however, the main coil broke and remained inside the microcatheter. There were no clinical consequences to the patient.

Event description:
It was reported that while advancing the coil through the microcatheter, resistance was experienced and the coil became stretched. The coil and microcatheter were removed together from the patient. After removal of the coil and microcatheter from the patient, the physician attempted to remove the coil from the microcatheter, however, the main coil broke and remained inside the microcatheter. There were no clinical consequences to the patient.